Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon may have occurred due to deterioration. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation - ¿leakage at the distal end¿. There were few additional findings. The bending section cover was leaking.,the adhesive of bending section cover was worn out and cracked, image guide bundle had significant breakages, bending angle does not meet specifications. The investigation is ongoing. Three good faith efforts were made to obtain additional information through medical device incident report (mdir) questionnaire. However, no response received. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, that the bronchofibervideoscope exhibited leakage at the distal end. The device was returned. And an evaluation at the repair center revealed, the coating of the insertion tube was peeled off (greater than or equal to one (1) millimeter square (mm2)). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.